Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) was found in 'safety mode' subsequent to therapy delivery. The therapy was thought to have been inappropriate.